Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the device is going to be replaced on (B)(6) 2020 because it has stopped functioning. The surgeon suspects there is a leak in the system.

Manufacturer narrative:
Device evaluation: the ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body in cylinder 1 attributed to input tube wear. Broken fabric threads were present and the input tube sleeve measured 15mm. The kink resistant tubing was worn to the filament. Cylinder 2 performed within specification. The ms pump was visually inspected; no leaks were identified. Based on the confirmation of the reported fluid leak in cylinder 1 and the visual inspection of the pump, product analysis deemed no further analysis with the pump necessary. The reported allegations were confirmed. Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it stopped functioning and was not longer cycling. The surgeon suspects there is a leak in the system.

Manufacturer narrative:
Additional information provided in: b5. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the device is going to be replaced on (B)(6) 2020 because it has stopped functioning. The surgeon suspects there is a leak in the system. Additional information received states the patient's device is not cycling.